Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads for off-label use. It was reported the patient has lost effective therapy due to one of his leads (located in the right, occipital area) migrating (event date is unknown). As a result, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor repositioned the lead that had migrated. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.